Manufacturer narrative:
The lead was badly damaged during the explant procedure and was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. Surgical intervention was performed. Visual inspection confirmed insulation damage indicative of subclavian crush. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.